Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the cylinder was replaced. Upon inspection, fluid loss was identified due to a hole in the right cylinder. The patient was stable and improved following the intervention.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the cylinder was replaced. Upon inspection, fluid loss was identified due to a hole in the right cylinder. The patient was stable and improved following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of hole, fluid leak and mechanical issues were confirmed through product analysis. The identified leak and broken fabric threads are the probable cause of the mechanical issues as the device would not be functional if the system fluid is lost. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection revealed wear at folds in the cylinder body. A leak was seen in the distal cylinder body and broken fabric threads in the proximal body which were result of wear at fold. The kink resistant tubing (krt) was worn down to filament. The component was not pressure tested due to the identified leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.